Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "reference error". A service technician inspected the defect rotaflow and could reproduce the reported failure. The technician stated that the rfc (rotaflow console) power supply board (material#70101.1675) has been replaced and the device is working as intended. The rfc power supply board is not available for technical investigation. An investigation of a rotaflow system that exhibited a similar issue "reference error" was performed in getinge life cycle engineering on (B)(6) 2017.the most probable root cause could be determined as: some reference voltages sporadically fail for less than a second. The probable root cause for this is a defective component tr1(transistor) on the power supply board providing ±12 v which is used to generate the deviating reference voltages. The review of the non-conformities has been performed on (B)(6) 2021 for the period of (B)(6) 2009 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in (B)(6) 2009. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not been received yet.

Event description:
It was reported that the rotaflow displays the error message "reference after startup of the device. Compaint íd: (B)(4).